Event description:
During a hip arthroscopy using a suture fix ultra xl anchor, it was reported that the anchor pulled out. The physician had inserted the anchor and as he pulled on the sutures to verify fixation, the anchor pulled out. A second suture fix anchor was inserted and after pulling on the sutures, this anchor also came out. The physician then attempted to insert an osteoraptor anchor into the same site, but it broke. The pieces were removed and the site was left empty. The patient¿s bone quality was hard. There were no reports of patient complications or injuries.

Manufacturer narrative:
(B)(4).